Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse decontaminated the probe wash wells and system water and substrate lines. The probe positions were verified and a precision run of the hcg controls and samples resulted within specifications. Siemens is investigating the issue. Mdrs 2247117-2020-00008 and 2247117-2020-00009 were filed in conjunction.

Event description:
A falsely high, discordant human chorionic gonadotropin (hcg) patient result was obtained on an immulite 2000 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2020-00007 on 14feb2020. Additional information (21feb2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse decontaminated the probe wash wells and system water and substrate lines. The probe positions and dual resolution diluter positions were verified and a precision run of the hcg controls and samples resulted within specifications. Siemens could not rule out any pre-analytical factors or sample issues. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2247117-2020-00008_s1 and 2247117-2020-00009_s1 were filed in conjunction.